Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patients' left knee due to lucency. Update received from sales rep on: everything reported on this patient was removed. The stem on the distal femur was loose and the tibia was loose.

Manufacturer narrative:
An event regarding loosening involving a mrs distal femoral stem was reported. The event was not confirmed. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusion: revision surgery took place due to distal femoral stem and tibial construct (baseplate and stem) loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon revised patient's left knee due to lucency. Update received from sales rep on: everything reported on this patient was removed. The stem on the distal femur was loose and the tibia was loose.